Event description:
Unable to remove obturator from pediatric tracheostomy tube, three products with the same problem identified, no lot numbers available. Have three 5.5 ped tracheostomy tubes mfg by shiley which facility was unable to use because the obturator could not be removed from the trach tube. Product problem identified prior to using on a pt (noticed when removed from package.